Event description:
It was reported sheath tip became jagged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 5.0 x 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The microintroducer was observed to be slightly bent at two locations along its length, and the distal tip of the sheath was observed to be damaged. A microscopic observation revealed two points on the edge of the distal tip of the introducer sheath were folded back with plastic deformation at their sides. No damage was observed on the distal tip of the dilator. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0114 showed one similar product complaint(s) from this lot number.

Event description:
It was reported sheath tip became jagged. No other information was provided.